Manufacturer narrative:
(B)(4): the customer reported getting a pacer failure during opcheck. The philips response center staff recommended replacing the therapy pca. The customer ordered a new therapy pca. As of 9/8/10, the customer has not called back regarding this issue. We are considering this a therapy pca malfunction.

Event description:
The customer reported getting a pacer failure during opcheck.